Event description:
Two months after receiving the implant of essure, I began gaining weight, and feeling run down. After years of no health issues, I got strep throat 8 times over the course of 18 months. A year after the implantation, my hormones were impacted such that my period began coming 3 weeks out of a month as opposed to my typically regular cycle of one week out of a month. Additionally, I began losing my hair and muscle mass. Twenty months after the implantation, I was diagnosed with low testosterone and low progesterone, as well as my previously under control thyroid condition flared up requiring in medication. Now, 4 years later, my hormones are still not what they were before essure. I struggle with brain fog, and excess weight with the inability to get it off and a lack of sex drive.